Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator, and the patient ended up not being able to wear sound processor. The patient also experienced intermittent performance, sensation of electrical zapping, and dizziness. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to reposition the device however, this was unsuccessful. Instead, the device was explanted in that surgery and the patient was reimplanted with another cochlear device during the same surgery. Although there were no sign of infection, the patient was administered with antibiotics as a prophylactic measure.